Manufacturer narrative:
(B)(4); x-ray photograph; a photograph of the x-ray examination was received and reviewed. It was observed that the swedish adjustable gastric band (sagb) was probably torn at both sides of the tab adjacent to the point of the catheter connection to the device balloon. While it is not possible to draw definitive conclusions regarding root cause, it is noted that the product's instruction for use (IFU) booklet cautions against inadvertent cut of the band by sharp instrumentation during surgical implant and/or a torn due to the implant/ or explant of the sagb gastric band during the procedure. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that post implant a (B)(4) adjustable gastric band, the band/balloon fissure and leakage. The patient has an increase in weight. It is unknown if the band has been explanted. It is unknown if another band will implanted or another surgical weight loss procedure will be performed. There were no adverse consequences for the patient. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Device location unknown. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.